Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose reading was almost 400 mg/dl. Customer's spouse stated after smelling insulin, the customer realized that the cap on the reservoir was broken. Replacement product is being sent.